Manufacturer narrative:
No conclusion can be made. Based on the information provided the cause of the patient's postoperative complications cannot be determined. As reported the patient underwent imaging studies, and the results were within normal limits. The patient is seeking explant of the mesh, however at this time the mesh remains implanted. A review of the manufacturing records was performed and found that the lot was manufactured to specification should additional information be obtained, a supplemental emdr will be submitted. This emdr represents device #2 implant in 2014. An additional emdr was submitted to represent device #1 implanted in 2013. Note: remains implanted.

Event description:
It was reported that in 2011 the patient underwent a partial nephrectomy in which a hernia later developed in the "left flank." As reported on (B)(6) 2013 the patient underwent a ventral hernia repair with implant of a bard ventrio st mesh (device #1). It was reported immediately following the repair the patient began to experience pain on the left side between the "clavicle and waist." As reported, about 9 months later on (B)(6) 2014 the patient was diagnosed with an incisional hernia and underwent repair with the implant of a bard ventrio st mesh (device #2). Postoperatively, the patient experienced pain and cramping; however, was advised at the time by his surgeon that the pain was postsurgical. The patient consulted with his primary care physician with complaints of abdominal pain and cramping and underwent a CT scan, reportedly the results were within normal limits. The patient was referred to see a surgeon who reported he would remove the mesh due to the patient's request; however, as reported "the patient's insurance would not cover the procedure unless there was an issue with the mesh device."